Manufacturer narrative:
The microcatheter, concomitant non-asahi guide wire, and concomitant non-asahi guide catheter were returned for evaluation. The concomitant guide wire was stalled in the microcatheter. Approximately 41cm of the distal segment of the guide wire was out of the catheter tip. The proximal segment including the connector of the microcatheter was cut off and missing. Overall shaft was undulated and had rough surface. Microscopic observation was performed. The catheter tip was found scratched possibly caused by calcification. Strands on the shaft proximal to the tip were disarranged due to excess torsion. Pitch of the strands was found widened through the entire shaft. Part of the top polymer coating on the shaft was found damaged. The concomitant guiding catheter had a kink distal to the connector. Although lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that the applied excess torsion made the microcatheter to become damaged; the damage generated surface resistance and interfered with the kink of the concomitant guide catheter, therefore, led the microcatheter to be temporally stuck inside the guide catheter.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the microcatheter was not returned. Lot history records review could not be performed because the lot number was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that the applied excess torsion made the microcatheter to become damaged; the damage generated resistance between the microcatheter and the concomitant guide catheter, therefore, led the microcatheter to be stuck inside the guide catheter. Instructions for use (IFU) states: [warnings] do not use this microcatheter to an advanced calcified lesion. [Warnings] do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.); and, [malfunction and adverse events] damage, withdrawal difficulty.

Event description:
It was reported that the procedure was to treat a complicated, severely calcified cto in the rca. Adr technique was performed. A non-asahi guide wire was advanced with its tip knuckled. An asahi microcatheter was followed the guide wire with difficulty. On pulling the concomitant guide wire back, it became knotted, stuck in heavily calcified subintimal plane, and therefore, could not be retrieved. Due to over-torquing of the microcatheter, it also became stuck in a concomitant guiding catheter. Several retrieval techniques were used including ping pong technique with nc to high pressure balloons, rotablation, balloon trapping, wiring with a reentry device, and cutting balloon; however, all to no avail. The patient was transferred to another healthcare facility for emergency surgery. The surgery was successfully completed.